Manufacturer narrative:
Medtronic service engineer evaluated the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all test. Updated.

Event description:
It was reported that the ventilator's settings were locked. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.